Event description:
Same case as MFR report#: 2134265-2008-02011. It was reported that during preparation for an unknown procedure; a crack of the guide wire braiding at the j-tip was noted. The device had no contact with the patient. Multiple attempts to obtain additional information have been unsuccessful.

Manufacturer narrative:
The guide wire has not been received for analysis. Upon receipt and completion of the failure analysis of the guide wire, if there is any further relevant information from that review, a supplemental medwatch will be filed.